Manufacturer narrative:
The insulin pump received with blank display due to corroded electronic assemblies. Unit received with corroded motor home switch and corroded battery tube. Device received with cracked battery tube threads, cracked case corner of the belt clip rails near the battery compartment, pillowing keypad overlay, serial number label missing, cracked retainer, minor scratches on case and minor scratches on lcd window.

Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had a blank display. Troubleshooting was perfomed. The insulin pump was not bumped, dropped or exposed to moisture. The insulin pup will return.